Event description:
It was reported that two segmental hinge posts were found inside the packaging. The articular surface was not in the package.

Manufacturer narrative:
This report will be amended when our investigation is complete.